Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: colon resection. According to the reporter: the customer reports that the instrument was fired and locked out, there were no staples applied and the pusher bars were out. The surgeon only found a few unformed staples on the patient's tissue. Tissue had been cut and there was not enough to attempt another stapling, so the rectum was closed up and a colostomy was performed. The surgery was extended beyond what it would normally would have-time to be confirmed. No additional information available at this time.